Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. Arjohuntleigh received customer complaint where it was reported that during resident transfer from toilet to bed with maxi sky 600 ceiling lift and sling, right shoulder and leg sling clips detached from the spreader bar of lift. The resident fell as consequences and sustained minor injury bruised left shoulder and thigh. It was indicated that hemiplegic (unilateral paralysis right side) resident was involved. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. The maxi sky 600 ceiling lift was inspected and no malfunctions were found that could have caused or contributed to the event. It was reported that handset membrane with icons were worn. Additionally, an on site inspection found that slings stiffeners were not presented in the sling pockets. Therefore, the system was found to have been not up to specification, when the event took a place. It can be established that the sling and the lift were being used for patient handling but it appears it contributed to the event possibly due to a use error. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on label use. During the clip detachment the person is likely to fall away from the sling, toward the corner where the clip is not in place: when the sling clip is not attached and under tension with the weight of the person in the sling from the start, a drop can be immediate after not being supported. If the labelling is followed there can be no issue. However, it is possible for the caregivers to not have followed the labelling and not checked the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. Additionally, it should be emphasized that it was considered that the patient was partially supported when the clips detached. There are additional scenarios, that also involve use that is not following the IFU. During transfer the resident must be turned in the correct direction. As a result the caregiver must manipulate the spreader bar that holds the sling and is able to turn for this purpose. The intended and labelled use is that this occurs by operating and manipulating the spreader bar itself, and not the sling nor the person in the sling. If this labelling is followed there can be no issue. However, it is possible for the caregiver to not have followed the labelling and have used the person in the sling to manipulate the spreader bar. In this case the clip could be inadvertently pulled off by the caregiver while using the sling or the person in the sling for repositioning. It should be pointed out that on site inspection found that slings stiffeners were not presented in the sling pockets. This is not impacted on the performance of the slings when using according to the instruction for use (IFU) but this is an indication that these slings should be withdrawn from use and replaced. According to the instruction for use (001.14150) for maxi sky 600 ceiling lift: "always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up." "Arjo clip attachment slings with head support have two pockets at the head section which should contain plastic reinforcement inserts during use. Always ensure these reinforcement inserts have been fitted into a sling pocket before using of sling." Consequently to the above, we come to the conclusion that the event was most likely caused by use error, based on the customer information and the simulations performed previously based on earlier incidents. The labelling for the lift device indicates the system should be used by trained personnel that are aware of the IFU contents. This was to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Event description:
On 14th march 2017 arjohuntleigh received customer complaint where it was reported that during resident transfer from toilet to bed with maxi sky 600 ceiling lift and sling, right shoulder and leg sling clips detached from the spreader bar. The resident fell as consequences and sustained minor injury - bruised left shoulder and thigh.